Manufacturer narrative:
A.2 & a.4 - this info remains unknown because this is an international device.

Event description:
The reporter indicated that the device was not used because the sidelock would not retain the leads.